Event description:
It was reported that intermittently, the system would not boot the first try of the day. No patient injury reported.

Manufacturer narrative:
A ge representative has not yet evaluated this system.